Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was inspected and analyzed. The lead had been severed and was returned in two segments. Each returned segment was determined to be electrically continuous. A x-ray was performed which showed no fractures. The clinical observation was not able to be confirmed.

Event description:
Boston scientific received information that during the attempt to implant this lead, high pacing impedances were noted. The physician requested a new lead to implant. There were no adverse patient effects reported. The lead was returned for analysis.